Event description:
Additional information was received which reported that the cause of the ventricular fibrillation/asystole was not clear. The waveform following return of spontaneous circulation (rosc), indicated complete atrio-ventricular (av) block. The physician presumed that the cause was the addition of r on t to complete av block. The cause of the hemothorax was a result of the chest compressions performed during CPR. A transfusion was performed as a result of the hemothorax. It was confirmed that the patient remained in the hospital for a month following the tavr implant procedure to received rehabilitation and heart failure treatment.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the patient was discharged from the hospital due to good progress after the transcatheter aortic valve replacement (tavr) procedure. 1 month and 12 days following the procedure, when the patient was about to go into a seated position, the patient collapsed. An ambulance was called. Subsequently, ventricular fibrillation was observed. Direct-current cardioversion was performed. Subsequently, asystole was observed. Cardiopulmonary resuscitation (CPR) was performed. The patient was transported to the hospital. Prior to intensive care unit (ICU) admission, a computed tomography (CT) scan was performed. A large amount of right hemothorax was observed. Unspecified treatment was performed. No improvements were observed. Subsequently, the following day, the patient died. The cause of death was hemorrhagic shock.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.